Event description:
Gc america received a report on 08/24/2015 from (B)(4), from a sales representative that mi paste was applied to a patient with milk allergies. The report stated that prior to treatment, the parent reported that the patient had an allergy to milk, but the product was still applied.